Event description:
It was reported that during a lap. Nissen fundoplication procedure, the white tip of the device started to come off. It was not reported how was the procedure completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the instrument was received with the tissue pad lifted at the distal side. Body fluids were observed on the device. The device was connected to a test handpiece and gen11 and it did activate during functional testing. No conclusion could be reached as to how the tissue pad was partially detached.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.